Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicating the patient had the ipg explanted at an unknown date, due to experiencing pain at the ipg site after losing a significant amount of weight.

Event description:
It was reported the patient may have undergone surgical intervention, wherein the ipg may have been explanted. It is unknown the date of the procedure or why the ipg was explanted. No additional information available at this time.